Event description:
It was reported that there was high impedance on the rv (right ventricular) pace/sense portion, and both high voltage coils, as well as high impedance and no capture on the lv (left ventricular) lead. The rv lead was capped and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).